Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported. The pneumatics module and input source regulator assembly were replaced. The parts were disposed of on site. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional related reports for this system. (B)(4).

Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message). The customer reported system messages displayed on several days. No patient injury was reported.